Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited multiple false pacemaker mediated tachycardia (pmt) episodes due to atrial fibrillation (af) with every other right atrial (ra) event blanked causing the af undetected. Reprogramming options were recommended. Currently, this product remains in service and no adverse patient effects were reported.